Event description:
Pt was transferred from user facility (nursing home) to acute hospital due to respiratory distress. Resident died at acute hospital. Hospital found foreign object in pt's mouth or throat. Upon an investigation by user facility, the foreign object resembled the knob from pt's oxygen concentrator.